Event description:
It was reported that a device from a fdc41 kit was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the outer gasket broke, so co2 leaked. A new torcar was used to finish the case.